Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that they are seeing a settings not available screen which started happening 3-4 months ago and says this is the 3rd time its happened. They said they have seen a rep twice and they did programming each time but its still happening. They said they first made rep aware of this in (B)(6) and saw them at that time, then saw the rep about 2 weeks ago as well. Pt reports no falls or trauma. Pt put a call into the rep and will wait for them to call them back. Additional information was received from a manufacturer representative (rep). The rep reported that the patient texted the rep 2026-mar-10 stating he was getting setting unavailable. The cause of settings not available was not determined. The pt was reprogrammed on contacts that were not high impedance. When the rep met with the patient (B)(6) 2026 and at that time he was no longer getting setting unavailable. The rep had not heard from the patient since.